Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During first inflation at 20 atmospheres for 10 seconds, the balloon ruptured vertically at the middle part. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.

Manufacturer narrative:
D2b - additional pro code (product code): lit additional premarket / 510(k): k141597.